Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+, restricted anterior leaflet, restricted posterior leaflet, and enlarged atrium. A mitraclip xtw was inserted and deployed on the mitral valve. However, after deployment, damaged to the myocardium tissue from the posterior annulus/wall of the heart was observed. In the physician¿s opinion, the tissue injury was caused from the mandrel tip of the clip delivery system (cds). The procedure was completed, the clip was noted to be stable on both leaflets, and the mr was reduced to a grade of 1+. There was no clinically significant delay in the procedure.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+, restricted anterior leaflet, restricted posterior leaflet, and enlarged atrium. A mitraclip xtw was inserted and deployed on the mitral valve. However, after deployment, damaged to the myocardium tissue from the posterior annulus/wall of the heart was observed. In the physician¿s opinion, the tissue injury was caused from the mandrel tip of the clip delivery system (cds). The procedure was completed, the clip was noted to be stable on both leaflets, and the mr was reduced to a grade of 1+. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation the reported tissue injury appears to be related to procedural conditions. Tissue injury is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional treatment or intervention was provided. There is no indication of a product issue with respect to manufacture, design or labeling.